Event description:
It was reported that while using bd vacutainer® push button blood collection set, the non-patient needle did not retract when switching the tubes, so the blood leaked on one (1) device. No patient or user impact reported.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-dec-2024. Investigation summary: bd received six photos and seven samples for investigation. The customer photos depict a device with blood leakage in the holder and a sleeve that is not properly recovered over the non-patient cannula. Additionally, seven returned samples underwent functional tests using 10 tubes per needle to assess functionality. All the samples passed the tests, exhibiting no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Additionally, 30 retained samples underwent similar functional tests using 10 tubes per needle. All these samples also passed the tests, showing no evidence of side pierced sleeves, poor sleeve recovery, or sleeve leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve side piercing. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, the non-patient needle did not retract when switching the tubes, so the blood leaked on one (1) device. No patient or user impact reported.